Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not properly inserted in the cart. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was alarming and turning off. While on mains it does not charge battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.